Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board caused a ventilator inoperative condition. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board causing a ventilator inoperative condition was found to be due to the 12vdc buss being shorted to ground.